Event description:
A vaginal repair surgery was performed in 2006. During the procedure the doctor inadvertently passed a suture through the ureter with the capio suturing device that is intended for anterior repair. This led to no urine flow, requiring further medical intervention by inserting a tube to help assist until the patient heals. The patient injury is not related to the product but thought to be related to the position of the ureter and the judgement of the doctor.